Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call blank display anomaly. Customer replaced the battery on the device and there is a blank display. Troubleshooting for the blank display was performed. Customer's mother did not want to troubleshoot and advised the customer has had the device for years and knows what to do. Customer is currently treating their blood glucose levels via manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.